Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
The previously submitted MDR inadvertently provided an incorrect event date.

Event description:
Further information was received indicating that the patient underwent revision surgery on (B)(6) 2014 due to lead discontinuity. The lead was replaced. The patient's vns system was tested upon connection of the new lead to the existing generator and system diagnostics returned impedance results within normal limits. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution.

Event description:
The initial reporter information was received.

Event description:
It was reported that the vns patient underwent lead replacement surgery due to high impedance. Diagnostic results revealed high impedance during a previous surgery to replace the generator due to end of service. Attempts to have the product returned for analysis were made but the product has not been received to date.